Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out-of-range (oor) pacing lead impedance (pli) greater than 2,500 ohms. No other reported clinical observations. Additional information indicated that the cause of high pli was not determined. This rv lead was surgically abandoned in the patient and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.